Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This file is one of two related reports. This report represents the impella cp. Another report was submitted to represent the impella rp flex. Refer to h10 for the related report number.

Event description:
The complainant reported that a patient on bipella support required initiation of dobutamine for bradycardia and low cardiac output shortly after intensive care unit arrival. Despite impella cp (left side) support, the patient demonstrated signs of inadequate perfusion, including low urine output and rising creatinine. Additionally, the patient experienced a run of ventricular tachycardia requiring one shock for conversion. Amiodarone was administered to treat the arrythmia.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary no product was returned for investigation. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia/ tachycardia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in b3. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.